Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the customer's reported complaint could not be reproduced; therefore, the root cause could not be determined. However, it is likely that the six procedures were cancelled due to reported error (b30). Olympus will continue to monitor field performance for this device.

Event description:
The 6 gastrointestinal procedures that were cancelled were for esophagogastroduodenoscopy (egd) and colonoscopies and a combination of both. The intended 6 procedures were colonoscopy, egd & colonoscopy, colonoscopy, egd, egd & colonoscopy and colonoscopy respectively .

Manufacturer narrative:
Updated fields: b5.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation (scope communication error) was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use in colonoscopy procedure, the evis exera iii video system center used along with clv-190 evis exera iii xenon light source, produced scope communication error code b30 on the monitor. This led to the cancellations of all six procedures lined up for that day. All procedures were rescheduled. There were no medical interventions reported during the procedure and no harm or injury to the patient. Related patient identifier: (B)(6); clv-190; evis exera iii xenon light source, serial #(B)(6).